Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was alarming in early (B)(6) 2011. Telemetry confirmed a critical alarm had occurred due to zero ml reservoir volume being reached. The pt had no symptoms. It was noted that the empty reservoir had occurred a long time ago during an inpatient hospitalization. The patient's withdrawal symptoms were managed while the pt was an inpatient. It was also noted that baclofen had been removed from the pump and replaced with dilaudid. The pt had end stage als (amyotrophic lateral sclerosis) and pain control was of greater importance; spasticity was being managed via a nasogastric tube. The pt was not a surgical candidate for pump replacement, nor was there a need to replace it. It was stated the patient's spasticity was controlled and palliative pain management was being used via the "idd."